Manufacturer narrative:
The pump passed the displacement test and self test. Pump failed the sleep current test and active current test due to moisture damage on the j7 connector.

Event description:
The customer reported via phone call that the insulin pump had short battery life. The customer¿s blood glucose level was 216 mg/dl at the time of the incident. The customer did not provide information on events leading up to the incident. Troubleshooting was performed and did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.